Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 8:00 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient experienced no symptoms of high or low blood glucose levels. The patient went to the emergency room, where her blood glucose level was tested to be 403 mg/dl. The patient was treated intravenously with fluids. The patient manages her diabetes with insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient allegedly received emergency medical attention and treatment with a blood glucose level of 403 mg/dl after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Event description:
The customer reported a colleague infusion pump with failure code 810:04 which caused the device to fail powering up. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter's review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Manufacturer narrative:
On (B)(6) 2010, the mss spoke with the reporter and obtained the following information. The patient was hospitalized in (B)(6) 2010. Shortly after being discharged, she was rehospitalized and then discharged on (B)(6) 2010. The patient had the subject meter and a medisense optium; however, he was unable to confirm which of the two meters the patient primarily tested with. Although it is unknown when the power issue began, the patient had been using the medisense meter and obtaining high results (dates of results not provided). When hospitalized on (B)(6) 2010, the patient was treated with a nitroglycerin drip and breathing treatments. Her blood glucose was also stabilized. The patient was discharged to a rehabilitation center (date not specified). On (B)(6) 2010, the patient was hospitalized again after complaining of chest pain. On (B)(6) 2010, the reporter was informed his spouse passed away from cardiac arrest. This complaint is being ruled-out as reportable event due to the following: although the patient was treated for hyperglycemia, there is no indication that the subject meter caused or contributed to a serious injury or the patient's death. The patient obtained high readings the day prior to when the issue was discovered. In addition, the patient's hospital treatment indicate that her injury was cardiac and/or pulmonary in origin.